Event description:
It was reported that the cartridge was leaking from the septum. Customer reverted to an alternative method of insulin therapy. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy.